Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was extended out from the distal end of the sheath. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a uniform duck bill. The snare head was advanced outside the sheath, the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) bend that is made to create the duck bill shape, and one (1) bend that was created during use; thus, creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head is being retracted into the sheath, the additional bend in the snare wire is preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill shape with one (1) bend in the distal end of the wire. When the snare head was fully retracted, the snare head distance did not meet specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula was in the correct location. This cannula is placed on to the snare wire in accordance with the manufacturing instructions, which state to position the cannula to specification and verify the length. The location of the cannula on the complaint device was measured and meets the specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the investigation determined that the device did not meet manufacturing specification. The snare wire did not meet specifications. While observing operators in manufacturing, it was found that operators were not manufacturing the acusnare polypectomy duckbill snare devices per the manufacturing instructions. Additionally, a corrective action has been initiated to reduce occurrences for snare head retraction difficulties for acusnare polypectomy snare duckbill snare devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 04/27/2018 in MDR 1037905-2018-00171: "during an underwater endoscopic mucosal resection, the physician used three (3) acusnare polypectomy snares. The snares stuck to the tissue and would not excise, despite the use of electrocautery. They were able to complete the procedure successfully with a fourth device." These three (3) devices were reported by the customer to be from lot w4025345. When the devices were received for evaluation on 05/02/2018, it was found that two (2) used devices had the registered product number asdb-15-15-s, from lot number w4025345 (see related MDR 1037905-2018-00171) and one (1) used device was a registered product number asdb-25-015-s from lot w4028177 (subject of this report).

Event description:
The following was reported to the FDA on 04/27/2018 in MDR 1037905-2018-00171: "during an underwater endoscopic mucosal resection, the physician used three (3) acusnare polypectomy snares. The snares stuck to the tissue and would not excise, despite the use of electrocautery. They were able to complete the procedure successfully with a fourth device." These three (3) devices were reported by the customer to be from lot w4025345. When the devices were received for evaluation on 05/02/2018, it was found that two (2) used devices had the registered product number asdb-15-15-s, from lot number w4025345 (see related MDR 1037905-2018-00171) and one (1) used device was a registered product number asdb-25-015-s from lot w4028177 (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was extended out from the distal end of the sheath. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a uniform duck bill. The snare head was advanced outside the sheath, the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) bend that is made to create the duck bill shape, and one (1) bend that was created during use; thus, creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head is being retracted into the sheath, the additional bend in the snare wire is preventing the snare head from fully retracting. The snare wire was manipulated with a pair of tweezers and formed back into a duck bill shape with one (1) bend in the distal end of the wire. When the snare head was fully retracted, the snare head distance did not meet specification. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula was in the correct location. This cannula is placed on to the snare wire in accordance with the manufacturing instructions, which state to position the cannula to specification and verify the length. The location of the cannula on the complaint device was measured and meets the specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Two (2) unused devices from the reported lot number were returned to cook for evaluation. The devices were evaluated for visual, dimensional, and functional criteria. During the dimensional verification, both devices were found to be nonconforming and did not meet the manufacturing specifications for the location of the soldered cannula. A functional test was performed using a simulated test set-up, and one (1) of the two (2) devices failed the functional test requirement. The device that failed had a misshaped snare head and it would not fully retract back into the sheath. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the investigation determined that the device did not meet manufacturing specification. The snare wire did not meet specifications. While observing operators in manufacturing, it was found that operators were not manufacturing the acusnare polypectomy duckbill snare devices per the manufacturing instructions. The operators were retrained on the manufacturing process. A field action request was initiated. Additionally, a corrective action has been initiated to reduce occurrences for snare head retraction difficulties for acusnare polypectomy snare duckbill snare devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.